Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported the wrong cylinder treatment was entered for a patient's right eye during a lasik procedure. Reporter indicated the user programmed plus cylinder treatment instead of minus cylinder treatment. Additional laser treatment is planned for correction. Additional information has been requested.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. No technical root cause could be determined as the system is performing within specifications. Customer entered treatment in plus instead of minus. (B)(4).